Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that patient obtained blood glucose results of 221 mg/dl and 115 mg/dl, within 1 minute, when testing on the aviva system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.